Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneally, dose and frequency not reported). At the time of this report, the patient was not recovered from the peritonitis event and hospitalization was ongoing. Pd therapy was ongoing. No additional information is available.